Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she noticed white filmy stuff floating in the reservoir and tiny bubbles. Customer's blood glucose was 254 mg/dl. Customer stated that the air bubbles were microscopic and tiny in size. Customer stated that she will treat her blood glucose once she does an infusion set change. Customer stated that she will treat with a bolus. Customer stated that the pump was not rewound with a reservoir in place. Customer declined priming more air bubbles out because she does not think it is an issue. Customer stated that the insulin was stored in the refrigerator but she warms it to room temperature before putting it in the pump. Customer was advised to change the infusion set. Customer was advised to change the infusion set. Customer was advised to monitor the issue.